Event description:
Boston scientific (bsc) crm received info that this dextrus lead was electively explanted four days post implant. An echocardiogram revealed that the lead had been implanted into the left ventricle instead of the right ventricle as the physician inserted the lead into an artery instead of a vein during the initial stick. The pt had undergone valve surgery and therefore, the lead was explanted and an epicardial lead was successfully implanted. No adverse pt effects were reported. The lead was not returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional info is received. Ca.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.